Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the gears and collars were replaced on the cutters. The cutters failed the test cut with an incomplete cut. The mesher passed the test cut, but the gear and side plates were replaced and the unit was calibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported by living legacy foundation a cadaver skin bank that the gears are damaged. There is an incomplete mesh. There was no patient involvement. No adverse event was reported as a result of this malfunction.